Event description:
Pt has fallen in bathroom, 3 cna's brought lift in to raise. Pt up from the floor when one of the spreader arms bent. When the arm bent [folder in] the cna's lowered the pt to the ground again [no injury to pt] however this action caused all 3 of the cna's back strains. Arjo getting did an inspection of lift involved and found spreader arm was bent. The lift inself was found to be in safe operating condition. Facility wants a new spreader arm for their lift. Workers comp claims were filed, per facility. User error most likely caused or contributed to this incident.